Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose of over 700 (mg/dl), and was subsequently hospitalized. Reportedly, a bolus of 20 units was delivered in an attempt to resolve the issue. While at the hospital, stress tests and endocrinologist consultations were performed. Additionally, a catheterization was scheduled. The treatment resolved the issue with no permanent damage sustained.

Manufacturer narrative:
Although requested by tandem technical support, the release date was not provided by the customer.